Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on (B)(6) 2019 revealed that the calibration was out of specifications. The motor speed was within specifications but ran erratically. The head, control bar, and reciprocating arm were all damaged and worn. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the machined head, die cast lever, screws, bearing spacer, ring gear, poppet, throttle hinge gasket, throttle hinge, etched lever, needle bearing, reciprocating arm, poppet spring, o-rings, poppet housing, planetary gears, eccentric shaft, ball bearings, wave washer, dowel pins, planetary carrier, motor, sleeve, motor, swivel, internal retaining ring, spring seal, fine adjustment cams, ball plunger, spring pin, semi-circle bearings, vespel bearings, thickness control shaft, adjustment cams, and control bar. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the calibration being out of specification, the motor running erratically, or the head, control bar, and reciprocating arm being damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the machined head, die cast lever, screws, bearing spacer, ring gear, poppet, throttle hinge gasket, throttle hinge, etched lever, needle bearing, reciprocating arm, poppet spring, o-rings, poppet housing, planetary gears, eccentric shaft, ball bearings, wave washer, dowel pins, planetary carrier, motor, sleeve, motor, swivel, internal retaining ring, spring seal, fine adjustment cams, ball plunger, spring pin, semi-circle bearings, vespel bearings, thickness control shaft, adjustment cams, and control bar were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The device is being sent in for preventative maintenance for unknown repairs that were found during testing. During the investigation, it was discovered that the motor ran erratically. No adverse events were reported as a result of this malfunction.